Manufacturer narrative:
The catheter fell out and had to be replaced. There was no patient injury or need for additional medical intervention. The catheter was returned and the balloon was found to be ruptured. A root cause for the rupture is not known. The contact at the facility had very little information pertaining to the incident and stated she could not furnish any other details. The age and sex of the patient as well as the date of the incident was not reported. We do not know how much fluid was used to inflate the 1.5 ml balloon. It is not known if user error may have played a role in the balloon rupture. Due to the need for a new catheter to be inserted, this medwatch is being filed.

Event description:
The catheter fell out and had to be replaced.

Event description:
The catheter fell out and had to be replaced.

Event description:
The catheter fell out and had to be replaced.

Manufacturer narrative:
The catheter fell out and had to be replaced. There was no patient injury or need for additional medical intervention. The catheter was returned and the balloon was found to be ruptured. A root cause for the rupture is not known. The contact at the facility had very little information pertaining to the incident and stated she could not furnish any other details. The age and sex of the patient as well as the date of the incident was not reported. We do not know how much fluid was used to inflate the 1.5 ml balloon. It is not known if user error may have played a role in the balloon rupture. Due to the need for a new catheter to be inserted, this medwatch is being filed.